Event description:
Complainant alleged that during a routine shift check by a clinician the device's defibrillator energy level could not be lowered with selector on device or selector on paddles. The complainant indicated that there was no pt involvement in the reported failure.